Event description:
It was reported that pen needle 31gx5mm 7 pack had retraction issues and was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: it¿s noticed that needle tip retract into injection pen during the injection and result in operate failure.

Manufacturer narrative:
Investigation: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. Incoming inspection report of the adhesive,within its expiry date inspected 7pcs retention parts cannula adhesive appearance and cannula pull force. All results passed. Verified the returned defect samples, the cannula and glue is loose and lead to the performance failure. However, it can¿t determined which cause lead to the glue loose based on the current information, the certain cause cannot be concluded at the moment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 31gx5mm 7 pack had retraction issues and was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: it¿s noticed that needle tip retract into injection pen during the injection and result in operate failure.